Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose range 406 to 407 mg/dl. Customer experienced different blood glucose level of 300 mg/dl and 400. The customer did not experience any symptoms such as result of high blood glucose event. The customer was treated with hospitalization overnight. The customer also stated that the insulin pump had blank display. The insulin pump will not be returned for analysis.